Event description:
The consumer reported that the seat elevator on the power wheelchair failed to work properly when the top plate broke off of the seat elevator. Consumer did not report any injuries.

Manufacturer narrative:
Evaluation summary: manufacturer evaluated the wheelchair parts in (B)(6) 2010. Based on the evaluation, it appears that a crack existed in the weld of the top plate to the seat elevator for some time as there was rust. Eventually, the weld fatigued and failed. The manufacturer reviewed its welding instructions with production personnel and made some changes to the instructions. The manufacturer does not believe any action is required with respect to existing wheelchairs in the field as this is likely an isolated incident.